Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient developed peritonitis sometime in june due to not practicing aseptic technique. The patient tested positive for staph (unspecified). The pdrn reported that the patient was hospitalized for the peritonitis, however the pdrn stated there was no discharge paperwork available and would not provide any further information regarding the reported event, patient¿s treatment, prescription, dates of occurrence, or the lot number of the device.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty cycler set and the patient¿s peritonitis, there is no documentation to support a causal relationship. The source of the patient¿s peritonitis was reportedly associated with a breach in aseptic technique during continuous cyclic peritoneal dialysis (ccpd) therapy and most likely a causal factor. Peritonitis is a well-documented complication of peritoneal dialysis therapy with touch contamination/breach in aseptic technique as a commonly known cause of infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.